Event description:
It was reported that a wireless module alerted "radio disabled". There was no patient injury reported.

Manufacturer narrative:
(B)(4). The module was received and evaluated by baxter. The module failed due to a failure on the radio pcb rendering the unit un-repairable. The un-repairable module was removed from service.